Event description:
The tip of the USA elite system rotating continuous flow resectoscope inner sheath detached from the device and fell into the pt during a procedure. The tip was retrieved with no pt harm. The procedure was completed with no further incidents.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off at the tube. A small amount of the ceramic tip remains securely glued inside the distal end of the sheath tube. Two pieces of the broken ceramic tip has been returned with the unit. Minor dents are noted along the length of the steel tube. A search of prior incidents for this type of instrument was performed with the same or similar verbiage in the problem description. The document search reveals several potential root causes as follows: a broken ceramic tip has typically been proven to be caused by customer abuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Dents found along the steal tube are often indications that excessive lateral force has occurred. A second potential cause can also be associated with customer abuse that occurs due to improper handling of the instrument. In such cases dropping the instrument, hitting the tip against other instruments or against sterilization containers can damage the ceramic tip and result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use. Due to presence of the numerous dents on the tube and the fractured state of the ceramic tip, the cause of this failure is determined to be due to mishandling.